Manufacturer narrative:
If implanted; give date: n/a (not applicable). The lens was not implanted. If explanted; give date: n/a (not applicable). The lens was not implanted and therefore, not explanted. Contact name unknown/not provided. Device evaluation: the product testing could not be performed as the product was discarded by the customer. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of pcb00 preloaded device was defective or wrinkled. It was noted that there was no patient contact, no patient injury. Per the account, the surgeon didn't want to put the tip into the wound since the tip of the cartridge was damaged or wrinkled. Product will not be returned as it is discarded by the surgery center. No additional information provided.